Manufacturer narrative:
Analysis was unable to confirm needle complaint due to customer returning only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the sensor needle broke while she was trying to upload the serter. Reviewed insertion technique with the customer. Customer's blood glucose reading was 149 mg/dl. Product is being replaced.